Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 pump for the sorin s5 system stopped working during a procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. The service representative pulled a report of the pump and completed a functional check on the unit. No issues were discovered during testing and the unit was released to the customer. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 pump for the sorin s5 system stopped working during a procedure. There was no report of patient injury.